Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse inspected the instrument and determined the buffer valves were defective. The fse replaced the buffer valves which resolved the issue. Patient demographic information was not provided beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported receiving one (1) erroneous false high patient result for sodium (na) on the au680 clinical chemistry analyzer. The erroneous result was not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for one patient sample.